Event description:
It was reported that an ilet user experienced hyperglycemia after the infusion set became unintentionally disconnected between the short and long tubing segments, resulting in interrupted insulin delivery for about one hour. The user was guided through a full supply change and insulin delivery was resumed. Symptoms included hyperglycemia with a blood glucose of 209 mg/dl. Outcomes included no alerts, no alarms, no emergency treatment, and no hospitalization. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed an infusion set disconnection leading to under-delivery of insulin, with restoration of therapy following reconnection and supply change. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in infusion set disconnection.